Manufacturer narrative:
H6: health effect - clinical code: multiple organ dysfunction syndrome (3261). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to organ failure. Whether the outcome was device or therapy related was not provided. The pump was not explanted.

Manufacturer narrative:
H6: health effect - clinical code: multiple organ dysfunction syndrome (3261). Manufacture¿s investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists various types of organ failure/dysfunction and death as adverse events which may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on hospice and passed away due to organ failure.